Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that the first clip implanted ((B)(6)) clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+.